Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for (B)(6) in a patient (age and gender not reported) coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, the patient developed peritonitis. On an unreported date in 2010, a peritoneal effluent culture was performed, which revealed (B)(6). The patient was diagnosed with bacterial peritonitis. It was not reported if a peritoneal effluent analysis was performed or if the patient received antibiotic therapy for the event. On an unreported date in 2010, dianeal and extraneal were withdrawn and the patient began hemodialysis. The outcome for the event of bacterial peritonitis was not reported. The nurse stated the event of bacterial peritonitis was unrelated to pd therapy. The root cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.